Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section for report submission date and to report device evaluation results. Updated for follow-up report submitter, for awareness date and for report type and follow-up number. Update for follow-up type, for device evaluation status andmethod, result and conclusion codes.

Event description:
Per complaint (B)(4), a patient's dental implant failed to osseointegrate. The implant was removed five months after initial placement. No additional adverse patient consequences were reported.